Manufacturer narrative:
(B)(6). Patient country: argentina.

Event description:
Unomedical reference number (B)(4). Event occurred in argentina. On (B)(6) 2024, it was reported that patient faced event of occlusion in infusion set tubing. The insertion site was at the abdomen. The blood glucose level was 281 mg/dl at the time of event. No further information was available.